Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 08-mar-2016 from a female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2013 essure (fallopian tube occlusion insert) was inserted (she was (B)(6) at time of placement). Complications of device insertion were denied. On an unspecified date the consumer experienced pain in abdomen / cramps, bladder infection (bleeding in urine), lower back pain, tiredness, memory loss and concentration problems. Blood test, echo kidney and bladder and CT scan kidneys were done and revealed blood in urine and bladder infection. The influence of essure in her daily life included problems with movements, work-related problems and relation and/or family problems. She contacted a doctor and visited an urologist. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen / cramps. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since this event led to problems with movements, work-related problems and relation and/or family problems, seen as disability, and no further information can be obtained, this case is regarded as incident. Additionally, non-serious events were reported. Technical analysis has been requested. No further information could be obtained.

Manufacturer narrative:
Follow up 09-sep-2016: quality-safety evaluation of ptc ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 725 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen / cramps. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since this event led to problems with movements, work-related problems and relation and/or family problems, seen as disability, and no further information can be obtained, this case is regarded as incident. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.